Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had unresponsive buttons. The customer's blood glucose was 127 mg/dl. The discontinuation of the device was advised. Nothing further was reported.